Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.25x12mm nc trek referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a lesion in the distal right coronary artery. After successful deployment of a vision stent, a 3.25x12 nc trek rx balloon dilatation catheter (bdc) was unpackaged and prepped. During prep, the protective sheath and mandrel of the bdc were difficult to remove, but were ultimately able to be removed. The nc trek rx bdc was then advanced without issue to perform routine post-dilatation. During the attempt to inflate the nc trek rx balloon, the indeflator showed a pressure of 12 atmospheres, but the balloon did not inflate at all and no contrast was noted in the balloon under fluoroscopy. When pulling negative pressure, the balloon then inflated with contrast noted in the balloon. The indeflator was then disconnected from the bdc, deflating the balloon, and the bdc was withdrawn from the anatomy without issue. Post-dilatation was completed successfully with the same indeflator and a new nc trek rx bdc. Subsequently, a 3.0x18mm rx vision stent delivery system (sds) was prepped without issue to treat a lesion in the mid circumflex artery. Prior to entering patient anatomy, when loading the rx vision sds onto a whisper guide wire (gw), the tip of the rx vision sds was nearly separated. No resistance was felt between the gw and sds. The gw was removed from the sds without issue and the sds was never introduced into patient anatomy. The same gw was used successfully with another same size rx vision sds to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported tip detachment was confirmed. The investigation determined the reported tip detachment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.